Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
Patient had a left hip revision due to significant pain and acetabular component failure; acetabulum, polyethylene, femoral head exchanged: stem remained in tact. Bmi-28.52.